Manufacturer narrative:
Citation: eitan a et al. Performance of the evolut-r 34 mm versus sapien-3 29 mm in transcatheter aortic valve replacement patients with larger annuli: early outcome results of evolut-r 34 mm as compared with sapien-3 29 mm in patients with annuli =26 mm. Catheter cardiovasc interv. 2018 dec 1;92(7):1374-1379. Doi: 10.1002/ccd.27588. Epub 2018 mar 9. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the short-term outcomes in patients who underwent transcatheter aortic valve replacement (tavr) with either the 34 mm evolut r valve or a 29 mm non-medtronic valve. All data were collected from a single center between february 2014 and august 2017. The study population included 92 patients (predominantly male; mean age 82 years), 37 of which were implanted with a 34 mm medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, one death occurred in a patient who was treated with a non-medtronic bioprosthetic valve. Based on the available information, medtronic product did not cause or contribute to this death. Among all evolut r patients, adverse events included: permanent pacemaker implantation after tavr procedure (8 cases), severe valvular leak due to an unspecified leaflet issue requiring implant of a 29 mm non-medtronic valve (1 case), stroke (2 cases), diffusion-weighted magnetic resonance imaging showed a high rate of brain embolization (mean number of new lesions 4.6), and mild-moderate aortic insufficiency (3 cases). Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated the case of the evolut r valve (b784250) that experienced the "unspecified leaflet issue requiring implant of a 29 mm non-medtronic valve" occurred after a balloon aortic valvuloplasty was performed using a 28 mm non-medtronic balloon. Following the post-dilatation, it was reported that an echocardiogram revealed severe central aortic regurgitation and that one of the valve's leaflets was damaged. A review of the medtronic global complaint handling database with the provided device identifier (serial number) confirmed these observations have been previously reported via initial regulatory rep # 2025587-2017-01339 and supplemental regulatory rep # 2025587-2017-01339 (follow up number 001). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.